Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not alerting customer when there is block. It was stated that the insulin pump lost settings time and date, when customer changes out reservoir plastic parts fall off frequently and there was cracking noise. It was stated that the insulin leaked everywhere and smelled insulin when drawing insulin into reservoir and infusion set cannula was kinked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.